Manufacturer narrative:
A field service engineer (fse) conducted an evaluation of the device at the customer's location. The main board was substituted; however, the issue that was reported remained unresolved. During a more detailed assessment, the fse noticed that the power button was sticking. They pressed the button multiple times to release it; however, the device continued to power cycle. The power button board will be replaced to address the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device is ventilating in standby and power cycling randomly during use. No patient harm was reported.